Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was reprogrammed on (B)(6) 2020. On (B)(6) 2020 it was noted the patient will be a hospital candidate. Elective replacement indicator (eri) was 10 months. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that a catheter dye study was performed on (B)(6) 2020 and they were unable to aspirate. It was noted that eri was in 6 months. The dose was decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was stable, status quo. It was noted they were waiting to schedule procedure. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot#/serial# (B)(6), implanted: (B)(6) 2007, product type catheter product ID 8578, lot#/serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020,product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 19-sep-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s diagnosis description included paraplegia (unspecified), spina bifida (unspecified), low back pain, long term (current) use of opiate analgesic, and other intervertebral disk degeneration (lumbar region). The patient was noted as having allergies to celecoxib (gi bleed regarding celebrex), cephalexin (keflex), monohydrate, codeine (constipation), ketorolac (anaphylactic reaction regarding toradol), latex, nsaids (non-steroidal anti-inflammatory drug), and sulfa (rash). It was reported that there was a failed catheter dye study in (B)(6) 2020. A partial wean was done. At a routine pump replacement on (B)(6) 2020, a catheter dye study showed a sluggish catheter. A new model 8578 catheter and pump were implanted on (B)(6) 2020. When the model 8578 catheter was removed, they could aspirate, and the catheter was free flowing. The issue was resolved. The explanted catheter was to be returned to the manufacturer. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none reported. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight was 180 pounds and their height was 5 foot 3 inches. Their temperature was 97.6, blood pressure was 118/65, pulse was 96 and o2 was 100. As per the logs provided, the pump adminis tered the following as of (B)(6) 2020: hydromorphone (concentration: 5.0 mg/ml, dose rate: 2.503 mg/day), bupivacaine (concentration: 9.8 mg/ml, dose rate: 4.9005 mg/day), fentanyl (concentration: 2000.0 mcg/ml, dose rate: 1000.1 mcg/day), and baclofen (concentration: 179.0 mcg/ml, dose rate: 89.51 mcg/day). Concomitant medications/products included: androgel 20.25 mg/1.25 gram, transdermal gel, antifungal (tolnaftate 1% topical spray, aspirin 81 mg, calcium (600 +d3), clindamycin hcl, , cranberry plus, detrol la, hibiclens 4% topical liquid, lactobacillus acidophilus, lidocaine 5% 700 mg patch, lisinopril, lotramin, medical cannabis, methenamine, mandelate, miralax, multiple vitamins, mupirocin 2% topical ointment, nizaral a-d 1% shampoo, nystatin 100,00 unit/g topical cream, omega-3 fatty acids 1,000 mg, ondansetron hcp 4 mg tablet, prochlorperazine maleate 5 mg, senna 8.6 mg tablet, triazolam 0.125 mg tablet, vitamin-b12 ER, and vitamin c 1,000.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that the patient's pump was reprogrammed on (B)(6) 2020. On (B)(6) 2020 eri was at 4 months. Due to health risk, the patients procedure was to be done in hospital and the date was to be determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was reprogrammed on (B)(6) 2019 no further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-(B)(6) the pump was explanted/replaced (previously reported.). It was noted that the connector was causing the occlusion. The outcome of the event resolved without sequelae on 2020-(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or lubrication and/or wear; the stall was due to the shaft bearing. Residue and wearing were noted on the upper and lower shaft of gear number two. Analysis of the catheter (model 8578 revealed a tear in the seal of the cup of the sutureless connector that met leak criteria. H6: the conclusion code 22 pertains to the catheter component. The conclusion code 24 pertains to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously submitted information (additional information received from a healthcare professional (hcp) via a clinical study reported the pump was reprogrammed on (B)(6)2019. No further complications were reported.aware date should be 2019-oct-22 and not 2019-may-22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was reprogrammed on (B)(6)2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-jul-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1995.07509mcg/day, bupivacaine 10 mg for a total dose of 9.97538 mg/day, hydromorphone 5 mg for a total dose of 4.98769 mg/day, and compounded baclofen 179.4 mcg for a total dose of 178.95824 mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2019 the patient had a routine catheter dye study (cds) performed for elective replacement indicator (eri). The catheter dye study failed as they were unable to aspirate the catheter and the catheter was occluded. The pump was reprogrammed on (B)(6) 2019 and on (B)(6) 2019. Pump and catheter replacement was recommended. The device diagnosis was catheter occlusion. The outcome was noted as ongoing. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was reprogrammed on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was reprogrammed on (B)(6) 2019. No further complications were reported/anticipated.